Event description:
Same case as: 2134265-2013-07129, 2134265-2013-07130. It was reported that an automatic pullback could not be activated. The ilab motor drive unit was used in conjunction with a bsc coronary catheter intended to visualize the lesion. It was noted that during procedure, motor drive unit did not perform automatic pullback. The display on the lcd was normal and there was no error message on the screen. Manual pullback was not attempted. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The product was received in good condition with no visible damage or defects observed. The acq pc and mdu-5 were installed into a gold standard system and tested for functionality. The units passed or meet specifications of the functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2013-07129, 2134265-2013-07130. It was reported that an automatic pullback could not be activated. The ilab motor drive unit was used in conjunction with a bsc coronary catheter intended to visualize the lesion. It was noted that during procedure, motor drive unit did not perform automatic pullback. The display on the lcd was normal and there was no error message on the screen. Manual pullback was not attempted. No patient complications were reported and the patient's status is stable.